Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported software update issue; the programmer completed a software updated without issues. Analysis also noted that the hard drive health was at 98%, the stylus was hesitating on the overlay, the lower display hinges were worn, the system fan was noisy, and the personal computer memory card eject button was loose. All found defective parts were replaced. The hard drive was replaced, reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not complete a software update from a universal serial bus (usb). The partition disk was used but the update was still unsuccessful. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.